Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned and analysis revealed no anomalies. Evaluation summary (B)(4) no anomalies found (B)(4) no anomalies found (B)(4) full lead (B)(4) no anomalies found (B)(4) full lead

Event description:
It was reported that the patient had a possible infection. It was noted that cultures and blood work were all normal; however, there was a small open edge that was draining fluid with possible exposure to the device. The device and leads were explanted and a new system was placed on the patient's right side. No patient complications were reported as a result of this event.